Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set had an air bubble that could not be removed. The air bubble would trigger an "air" alarm. There was no patient injury.

Manufacturer narrative:
Other text: h3: one cadd administration set from part number: p/n 21-7363-24 and lot number: 4040262 was received in decontaminated condition inside a plastic bag without its original packaging. The complaint sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No abnormality were detected during visual inspection. The complaint sample was tested using a cadd pump legacy to prime the administration set. No difficulty was detected during the priming and no alarms were activated; the water could pass through the whole device; thus, the failure mode reported was not confirmed. There was no fault found with the returned administration set.